Event description:
It was reported that during implant procedure, the helix would not extend with the wrench. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage foudn was sustained during the surgical procedure. The lead was ohterwise normal.